Manufacturer narrative:
(B)(4). Concomitant medical products: unk head, unk cup, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01694. Reported event was unable to be confirmed yet x-ray demonstrated a left total hip arthroplasty with superior dislocation and possible surrounding heterotopic ossification or evidence of metallosis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date.